Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, there was a crack on the center key and a delay from the buttons, the pup was slower or loud during the rewind, the insulin pump rejected new batteries and the batteries lasted less than seven days. The customer also reported scratches on the screen, making it blurry to see. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-332a, mmt-397a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884. The customer will discontinue to use the reservoir. Mmt-332a was requested and customer response was the device will be returned. The customer will discontinue to use the infusion set. Mmt-397a was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Battery change intervals are over expected minimum battery lifetime indicating battery is lasting longer than expected. No failed battery test alarms noted during testing and were not found in the history file. No unexpected insulin flow block alarms or rewind anomalies noted during testing and were not found in the history file. All buttons were tested and functioned successfully. The following were noted during visual inspection: scratched case, cracked keypad overlay, broken belt clip rails and pillowing keypad overlay cosmetic damage was confirmed during analysis with cracked keypad overlay. Cosmetic damage to the display window was not confirmed during analysis. Battery lasts less than expected was not confirmed during analysis. Failed battery test was not confirmed during analysis. Keypad/button unresponsiveness was not confirmed during analysis. No delivery/occlusion alarm was not confirmed during analysis. Rewind anomaly was not confirmed during analysis. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.